Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during follow-up, noise and high impedance was observed on the atrial lead. The patient was recently diagnosed with multiple sclerosis (ms), so the atrial lead was explanted and replaced to maximize magnetic resonance imaging (MRI) capability. The patient was stable.

Manufacturer narrative:
High lead impedance was not confirmed while noise was confirmed. A partial lead was returned in two pieces. An external insulation abrasion breaching the outer insulation was noted at 33.4 cm to 33.5 cm from the distal end consistent with friction to device can. The outer coil was noted exposed in this region. This is consistent with the observation from the field of noise.